Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03/12/2019. The customer requested onsite service to complete repairs. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that after the customer replaced a defective display, the unit declared an error 1007 (machine and proximal pressure sensors failed). There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 07mar2019. The fse replaced the user interface and the unit still would not work. The fse then replaced the power management board and the issue was resolved. The device passed performance verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec¿d by MFR: 28may2019. Date of report: 28may2019. During failure analysis, several tests were performed in an effort to duplicate the reported event; however, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.